Manufacturer narrative:
Medwatch field "d9 device returned to MFR" updated. On 16-aug-2024, the customer's accu-chek inform ii test strips lot number 670984 were received for investigation. The strip vial was visually inspected and no obvious signs of damage or contamination were observed. The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient sample tested on an accu-chek inform ii meter compared to the laboratory. At 06:21 am the meter result was 56 mg/dl while at 06:22 am the laboratory result was 103 mg/dl. The customer advised that the laboratory result of 103 mg/dl was believed to be accurate. Qc was performed on the day of the event and it was acceptable.